Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/08/2023, it was reported by a sales representative via (B)(4) that an ar-200c console will not turn on. This was discovered during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device as the manufacturing date was 2019.